Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and five holes burnt through the silicone. The silicone exhibits localized melting around the holes, indicating multiple arcing events occurred. The hole sizes range from under .010 to .025 with varying shapes (round and oblong) and are located .290 to .415 above the silicone to sleeve interface. The various mechanical tears are in the general vicinity of the holes and there is an axially oriented tear at the distal tip.

Event description:
It was reported that during a da vinci si nephroureterectomy procedure, arcing was observed at the side of the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The electrosurgical unit was not activated when the arcing was observed. The tip cover was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.